Event description:
As reported on maude event report number (B)(4): during release of fascia one of the tips of the diamond cutting scissors broke off within the sub-q tissue making a small 5mm laceration, which was repaired in the operating room. The tip was found on intra-operative x-ray and removed. Follow up information (B)(6) 2012: the procedure was a left club foot correction.there were no other medical or surgical interventions done other than what was reported. It is unknown, how long the device was in use prior to the event. The procedure was completed. Unfortunately, the scissors were not kept and they do not have a lot# to give carefusion.

Manufacturer narrative:
(B)(4), the device was not received for evaluation and additional information was not provided. A lot number was not provided, therefore, a DHR review could not be performed. Without the device, and additional information a determination could not be made. Should the device become available, a new issue will be opened and an investigation will be performed.